Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/24/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 18dec2019. Report date: 19dec2019. The manufacturer's field service engineer (fse) replaced the touchscreen and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.